Manufacturer narrative:
Therefore, because this event resulted in a serious injury, it is reportable per 21 cfr part 803. Involved reciproc r25 8/100 21 mm 025 that broke during use is not available and cannot be analyzed by our laboratory. Unused product has been evaluated according to our prescriptions and was found in compliance with specifications (measures, torque test). Nothing unusual to report was found during dhrs review (batches #1441176, 1441477). Root causes are not identified. This kind of event is tracked and we monitor the trend.

Event description:
In this event it was reported that a reciproc file broke during use. Tooth was extracted.